Event description:
Physician inflated the merci balloon guide catheter (bgc) 8f in the pt. The balloon was inflated in the pt for about 10 mins. When the bgc would not deflate, the physician pulled the bgc out of the pt while it was still inflated. This caused a small dissection at the mid ica. Physician did state that the pt was "normal" after the procedure. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.